Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting rupture of right implant found during a routine breast examination. The device has been explanted and replaced with non-allergan device.

Event description:
Physician reporting, rupture of right implant. Found during a routine breast examination. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening shell thickness within specification. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Physician reporting rupture of right implant found during a routine breast examination. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21dec2023.